Event description:
Patient had ptca (percutaneous transluminal coronary angioplasty) and drug eluting stent placement and was discharged the following day. Returned to hospital two days later with chest pain and ECG changes. Patient was taken emergently to the cardiac cath lab and it was found that the taxus 2.75 x 28 drug eluting stent that was inserted into the mid left circumflex coronary artery, the two 2.5x28 cypher stents that were inserted to the mid left anterior descending coronary and the 3.0x18 cyper stent inserted into the mid laft anterior descending coronary had all acutely thrombosed. The angioplasty was repeated with sub-optimal vessel patency post ptca. The decision was made to send the patient for CABG (coronary artery bypass graft) surgery for revascularization.